Event description:
The following was reported to davol: on (B)(6) 2013 - the patient underwent a "straight forward" hernia repair with the implant of a bard/davol perfix plug and a bard/davol ventralex hernia patch. The patient alleges the plug and batch failed, causing a hernia recurrence. A "hole" in his stomach, chronic intractable 24/7 pain, suffering, sleep deprivation, impairment of daily functions and the need to undergo additional surgeries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Patient medical records have been requested. Recurrence is identified in the products IFU as a known possible complication. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. Additionally, the mesh remains implanted. This MDR included all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00414 for information related to the perfix plug.